Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument was moving strangely and was not functioning properly. Upon removing the instrument for inspection, the joint was found to be abnormally loose. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument. Intuitive followed up and obtained additional information. There was no patient injury. There was no missing material.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a dislodged cable crimp. For clarification, a dislodged cable crimp makes the cable appear to be broken. The crimp is located approximately 31 mm from the distal tip. The broken cable was approximately 54 mm from the distal tip. Due to the dislodged crimp, the fenestrated bipolar forceps failed manual articulation at the yaw input and exhibits imprecise motion when tested on the in-house system. The fenestrated bipolar forceps was installed on an in-house system and driven. The instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed due to the dislodged crimp. The instrument passed engagement and recognition.